Event description:
It was reported that the user received repeated restart and fill-tubing alerts during setup and experienced reduced or stopped insulin delivery, including occlusion and consecutive stalled motor alerts; after a successful dry run, the issue was attributed to infusion set and supply performance, and the user administered subcutaneous insulin by pen and later resumed pump use without further issues. Symptoms included hyperglycemia with a reported blood glucose of 600 mg/dl, headache, and urinary frequency. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified, consistent with occlusion and stalled motor behavior during the fill process. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.